Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) since the universal surgical manipulator (usm2) patient clearance toggle switch was not working. The surgeon clarified that it worked in one direction but not in the other. The customer stated that all other usms worked fine. The tse reviewed logs and found error 25745, psc button unstable, related to the patient side cart (psc) patient clearance down as being noisy or unstable. Tse recommended rebooting system; however, customer did not want to interrupt the procedure. The surgeon noted that the usm was simply moved so that it did not contact the patient. The customer proceeded with the case. Follow-up attempts have been made to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce any switch errors with the universal surgical manipulator (usm2). The fse cycled the patient clearance buttons dozens of times with no errors. The fse ran a diagnostic on the usm and did not observe errors while testing but did receive the 25754 error, reported in the complaint, at the end of log collection. The fse replaced the usm. The system was inspected, tested, and verified as ready for use. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Fa confirmed and replicated the reported complaint. The unit generated 25745 error during normal mode pointing to spar toggle switch assembly (spar toggle down button). The spar button (spar rocker switch) was sticky due to heavy sign of fluid intrusion on the acsb3 switch assembly. As a fix to the reported problem, the acsb3 switch assembly (spar toggle switch assembly) will be replaced. A review of the procedure logs was performed. The unilateral inguinal hernia procedure was completed on (B)(6) 2022 via system sk3610. A review of the site's system logs for the reported procedure date was conducted by the tse. Investigation revealed the following possible related system errors: 25745 - psc button unstable. This complaint is considered a reportable event due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using three arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.